Manufacturer narrative:
The quality investigation is ongoing for this device. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that during the repair process, the charger smoked and flames were seen. There was no pt involvement and no allegation of adverse consequences associated with this event.